Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for hypoglycemia on (B)(6) 2017 with a blood glucose level of 39 to 600 mg/dl. The customer was found staring at the ceiling unresponsive. The customer was treated with food. The customer was wearing the insulin pump during the hospitalization. The customer was assisted with the issue and there seemed to be a problem with their meter as the cause of the issue resulting in the erratic fluctuation of the customer's blood glucose levels. The insulin pump will not be returned for analysis.